Event description:
It was reported that the 9800 system was loosing images and pt info from different cases. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the hard drive. The system operated as intended.